Event description:
(B)(4) study. Same case as 2134265-2012-02063. It was reported that following a coronary artery treatment procedure the patient experienced angina. Lesion 1 was located in the mid left anterior descending artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct placement of a 2.50mm x 8mm ion stent, with 0% residual stenosis. Lesion 2 was located in the proximal left circumflex (lcx) with 85% stenosis and was 16mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct stent placement using a 2.75mm x 8mm and 2.75mm x 8mm ion stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with stable angina and was hospitalized on the same day. The 95% edge in-stent restenosis located in proximal lcx was treated with a placement of a 2.75 x 8 mm non bsc drug eluting stent across the lesion, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).